Event description:
This procedure on the sfa/popliteal was performed in australia. The physician was placing the trellis when the distal balloon was caught on calcium in the sfa. This snagged the balloon and perforated it, as was visualized during the inflation of the balloon. No injury to the patient was reported.

Manufacturer narrative:
A review of device history records was conducted on bvt812030, lot #551042 which was manufactured in february 2012, with an expiration date of february 2014. This lot was 100% inspected with no non-conformance that would relate to what was described in the complaint.